Event description:
The biorad geenius (B)(6) test is not able to give a readable result. In the portion of the device where there are supposed to be bands, only a smear is visible. Biorad is not able to determine the cause of the problem. At first they said it was the humidity in the lab, then it was the temperature of the counter top, and now they claim that it is the dropper bottle of the buffer which is supplied in the kit. Three analysts all had the same problem but the biorad technical representative could not repeat the problem. The technical representative watch the 3 analysts and said that they are using the dropper bottle correctly. She advised that the analysts should use a pipette and it does work with the pipette, however, you have to take the dropper off of the bottle to get to the buffer with the pipette. This risks contamination of the buffer. If it is the dropper, why are not other labs reporting it. The dropper is supplied by the kit.